Event description:
A customer reported a system message displayed during surgery. Several patients had received peribulbular blocks with no incisions. The procedures were canceled as the system message was unable to be cleared.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module was returned and a visual assessment of the returned sample did not reveal any nonconformity. The fluidics module was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).